Event description:
It was reported that upon interrogation, oversensing was observed. Device was reprogrammed. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.